Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer stated insulin pump was telling them that their blood glucose was 58 mg/dl and they did not received any alert on low. Trouble shooting was declined. Customer reported several sensor updating alert. The insulin pump will not be returned for analysis.